Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain and rupture. The device have been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14feb2024. Additional, changed, and/or corrected data: d.9.

Event description:
Patient reported right side rupture and pain. Device has been explanted.

Event description:
Patient reported intracapsular rupture on the right side diagnosed by MRI. Healthcare professional confirmed the rupture. MRI report mentions ¿stabbing pain in the right breast¿. The device has been explanted and replaced with non allergan devices.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side pain, rupture, capsula fibrosa, implant with tissue signs indicating leakage. The device have been explanted and replaced with a non allergan device.

Manufacturer narrative:
Clarification to h6 (investigation findings, conclusions) - device was received but still under analysis. Device photos also received and photo analysis has been completed. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.